Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18021. The patient reported he experiences discomfort at the ipg site as well as positional stimulation. The patient stated his ipg can move in the pocket. The patient also stated his stimulation is uncomfortable when he lays down or sits in a reclining position. When standing or sitting the strength of stimulation changes. The patient indicated he has been reprogrammed multiple times, however the issue persists. The patient declined add'l reprogramming. The patient was advised to consult with his physician regarding the ipg discomfort, however the patient stated he does not wish to pursue add'l intervention at this time.